Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient had elevated blood glucose which was 347mg/dl. When the patient removed cannula, it was not bent however insulin came out of her site as if it was pooled there. She inserted a new infusion site, set and new cassette to resolve the issue. Novolog insulin was used. There were patient involvement and no patient harm.